Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device interrogation, it was noted that the atrial arrhythmia appears to continue due to atrial undersensing and atrial events falling into blanking. The atrial lead remains in use. No patient complications have been reported as a result of this event.